Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they were having some problems today. Patient stated they have blood in their urine. Patient said they haven't had this before and it didn't happen until 2 hours after they self-cath this morning and they started having urges to urinate and nothing was coming out; then they had a bowel movement and that's when the blood came out their urine. Patient added the device isn't working for them and they're having complications they wondered if they should turn the therapy off. Redirected to healthcare provider (hcp) to further address the issue. Agent reviewed the option of turning it off until they hear from their hcp and see if that would help. Patient said they've already tried to get in touch with them; they've left messages but haven't heard back from them. They've even talked to someone and they're trying to contact them to find out if they can see them. Unable to ask any follow-up questions since patient was aggravated and they disconnected.